Event description:
The reporter stated that there had been a possible over-infusion. The reporter further stated that the facility's biomedical had tested the pump, found it to operate properly, and that they suspected user error. No other inf was available.